Event description:
It was reported that during a rou-en-y procedure, the device was fired with a white reload and the device made a crush noise. The staples were malformed at the distal end. There was some blood coming from the anastomosis. The surgeon used sutures and did a leak test. There was no blood products given and the leak test was successful. The case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.